Event description:
During covid-19 recalls sent by 3m regarding n95 masks with selective lot numbers which were identified as counterfeit by the vendor. The situation is being addressed by the facility's supply chain per the normal recall process: inventory pulled and end user notification. Manufacturer response for mask, surgical, 3m¿ (per site reporter). Device has been returned for replacement with actual article.